Manufacturer narrative:
(B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during percutaneous transluminal angioplasty via access in the femoral artery, the tip of a performer introducer split. The complaint device was used for angioplasty and then exchanged for a larger sheath in order to introduce a larger balloon; however, access was reportedly difficult. The physician attempted to reinsert the complaint device, but had difficulty with access. The tip of the device was found to be "split like a flower".

Manufacturer narrative:
B1, h1, h3: on return of device 03dec2019, the tip of the sheath was observed flared out. No splitting or other damage was noted to the device. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.